Manufacturer narrative:
G4: 23jun2020. B4: 24jun2020. The customer has scrapped the unit rather than evaluate and repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported that the ventilator would not turn on. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred.